Manufacturer narrative:
This is one event reported on the same pt involving three separate products and associated with MDR # 1225714-2014-03833 and 1225714-2014-03834.

Event description:
The plaintiff's attorney alleged the decedent expired on (B)(6) 2005, after use of the product.